Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, deep infection of (B)(6) was noted. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, deep infection of (B)(6) was noted. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06263 & 08533).